Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned catheter sample was found in used condition without stent that reportedly had been deployed inside patient. The inner catheter cardan tube was found broken at the distal end, and a segment of the distal section was missing that reportedly was trapped to the vessel with an additional stent. Provided image demonstrates a loose piece of catheter inside patient. The investigation leads to confirmed result for break and detachment of the inner catheter cardan tube. The vessel was not tortuous but calcified, the guidewire was running smoothly inside the system, the lesion was pre dilated, and 6f introducer with 0.018" guidewire were used for access; the user did not experience difficulty during deployment, and the system was correctly held at the stability sheath; a sudden force increase was not felt upon removal. Based on the information available the investigation is closed with confirmed result for inner catheter cardan tube break. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The instruction for use further state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. (...) Insert a guidewire of appropriate length and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter (...)'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. D4 (expiration date: 05/2026), h6 (patient). H6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified distal superficial femoral artery via the common femoral access, the stent deployment system allegedly broke into two piece inside the patient. It was further reported that one broken piece was removed using a snare and a stent was placed to trap the other piece. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified distal superficial femoral artery via the common femoral access, the stent deployment system allegedly broke into two piece inside the patient. It was further reported that one broken piece removed using a snare and a stent was placed to trap the other piece. The current status of the patient is unknown.